Event description:
Reporter states patient was hospitalized for postoperative cerebral hemorrhage. The performa system value reported by the nurse was 22.7 mmol/l. The doctor ordered 4 units of an unknown type of insulin. Afterwards, they noticed the patient was twitching and the doctor measured the glucose on an unreported type of blood analyzer with a result of 0.7 mmol/l. This value was not within 10 minutes of the initial 22.7 mmol/l value from the performa system. He/she was given glucose. A second blood analyzer glucose was obtained about 30 minutes later and was 10.6 mmol/l. The patient's condition has since stabilized. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.